Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead implant was attempted, but ultimately not used because the patient's "vessels were too small for the lead to remain stable." The lead was removed. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was received. No anomalies were found. It was noted that all conductors had blood/body fluids (not obstructed).